Manufacturer narrative:
Insulin pump received with bleeding and cracked lcd glass. Unable to perform displacement test, due to lcd damage. Insulin pump had a cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the customer's insulin pump was cracked under the screen. The customer's blood glucose level was not reported. The customer was advised to disconnect and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.